Manufacturer narrative:
(B)(4). (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported while investigating circulated items in stock, many of the items had debris in the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h4; h6. Upon visual inspection all six boxes have loose white debris in the clear packaging. The sterile barrier has not been broken. The device history records for item # 51-104160, lot # 3844840 were reviewed for deviations and / or anomalies with the following anomalies / deviations identified: ncr179273 was written to replace the current masking method for all stems during porous coat. Ncr183456 was written to allow the use of two jv560127 in place of the single jv540128 as the single part in not currently available. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event it likely to be damage during transit causing the foam packaging to become abraded and shed. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.